Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: at the last squeeze of 3rd firing, the surgeon felt something was wrong with the device. Upon removing, the surgeon felt something stuck on the device and noticed the mucosa was slightly dragged. The tissue was sutured additionally to be safe. There was oozing and tissue damage.